Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 4x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 discrepant sofia flu+sars result for 1 symptomatic patient. Initial testing resulted positive on flu a and negative on flu b. Repeated test resulted negative on flu a and positive on flu b. No confirmation testing reported to be done.